Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was sent for further investigation. Simulated use testing of the returned o2 gas module failed the pre-use check with flow transducer test. During testing of the o2 gas module, the flow curve could be seen as spiky. This spike is caused by a sticky membrane inside the nozzle unit. Replacing the nozzle unit solved the issue with the flow curve being spiky. The reported flow transducer test failure was due to a failure in a printed circuit board inside the gas module, replacing it solved the issue with the flow problem. It was not possible to find the reason for the wrong calculation for the defective pcb. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release.

Event description:
Manufacturers ref: # (B)(4).